Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that during treatment of a patient in cardiac arrest, the device failed to deliver a shock. It was reported that the patient went into v-fib during CPR and after administering als. No negative patient impact was reported.